Event description:
The lay user/pt contacted lufescan in 2006, and alleged that her one touch ultrasmart meter was reading inaccurately low. The pt had received a result of 94 mg/dl on the subject meter and was comparing it ot the hospital meter result of 295 mg/dl. Howerver, the test were prformed greater than 30 minutes apart. The pt had tested on the meter prior to experiencing headache and being thirsty. It is not known if the pt ahd experienced the symptoms at the time the hosptial test was performed. She gave insulin treatment at the hospital. The pt's diabetes medication regiment is not provided. At the time of troubleshooting, it was verfied that the meter was in the right unit of measurement (mg/dl). However, the pt reported that all the test strip vials in her box were cracked. A replcement meter, control solution, and test strips were sent to the lay user/patient.